Event description:
It was reported that the device stopped functioning every two hours. The patient experienced a return of parkinson symptoms. The device was replaced. The patient recovered without sequela.